Event description:
A pump alarm, specifically alarm 20, was reported during the pumping process. There is no additional information available regarding the impact on the customer's blood glucose level. Technical support assisted the customer in loading a new cartridge using the proper technique, and the customer was able to successfully resume insulin therapy.